Event description:
The customer reported that during an rf ablation procedure, the film (insulation) fell off the needle into the pt. The fallen pieces were all retrieved. A metal guiding needle was in use. The pt was not harmed.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.